Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention and urgency frequency. It was reported that patient said they started the evaluation on (B)(6) 2022. The patient stated they have urinary retention. The patient complained of pain and not feeling well. The patient stated his symptoms have been getting worse since using this therapy. The patient is experiencing hip and bladder pain making it even harder to urinate on his own. The patient is thinking about going to the emergency room due to pain and needing to empty his bladder with a catheter. The patient has spent over an hour in the bathroom attempting to void on his own. The patient is wondering if a program change would even help or if he should just turn off the device as he was able to void on his own better before the device was used. Patient said they have not gotten any relief from the device and feel the device has made their symptoms worse, patient noticed this a day or two after they started the trial. Patient said their urgency is a little less. Patient said when they get up to move it is painful. Patient said they are having a lot harder time starting to urinate. For example the patient drank a bottle of water and when they got up to use the bathroom they couldn't go. Patient thought they were going to have to go to the emergency room which they haven't had to do in a year. Patient and his mother are upset/escalated as they traveled from nm to mi for the procedure and are staying in a hotel for a month. The patient is not able to work or go to school because if their bladder issues. Patient stated he has had pain since the procedure and in the incision area as well. Patient stated he had such horrible pain yesterday that he could barely walk. Patient stated he has spoke with the physician assistant whom had him decrease the stimulation and when that did not work they had him turn his therapy off. Patient stated that nothing has changed in his pain and wonders if something is loose or moved. Patient has been advised to contact his clinician with concerns and for advice.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.